Event description:
It was reported that the right ventricular [rv] lead had a high sensing integrity count [sic], high pace/sense impedance and noise was present. It was also reported that a patient alert was triggered and an rv lead fracture was suspected. The high voltage portion of the rv lead was deactivated; the pace/sense portion of the lead was replaced (the patient was downgraded from a defibrillator to a pacemaker). No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed ventricular short interval count v-sic=1834 counts, in 24.03 days, between (B)(6) 2012 10:50:27 and (B)(6) 2012 11:39:20; 15 - ventricular non-sustained tachycardia (nst) episodes of <(><<)>=210 ms occurred between (B)(6) 2011 17:29:56 and (B)(6) 2011 10:44:56. Five ventricular fibrillation episodes of <(><<)>=210 ms average v-cycle occurred between (B)(6) 2011 23:33:05 and (B)(6) 2011 02:05:32. Seven - patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2012 02:15:05 and (B)(6) 2012 02:15:04. Weekly pace impedance data shows an abrupt increase for min and max right ventricular pace of 424 to 5088 ohms peak between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.